Event description:
Same case as MDR ID# 2134265-2015-04311, 2134265-2015-04224, and 2134265-2015-04320. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an intravascular ultrasound(ivus) imaging catheter and a sled. During the procedure, it was noted that the automatic pullback was not able to be performed, there was no movement on the sled and ivus catheter was working correctly. A new sled was inserted; however, the issue was not resolved. The procedure was completed with a manual record. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).